Manufacturer narrative:
Device evaluation: the complaint unit was not returned for further investigation due to covid-19. Photo shows the injector, slider in the back position with cam lock in place, needle, and needle cap. No visible damages to the injector. The device photo analysis revealed that the issue indicated in this complaint was not caused by a manufacturing defect or problem. With the photo provided, the product complaint for blocked slider could not be confirmed.

Event description:
Healthcare professional reported a xen®45 gts event described as "returning the slider is broken" and "slider resistance is inconsistent" during implantation in right eye. Surgery was completed with backup device. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "returning the slider is broken" and "slider resistance is inconsistent" during implantation in right eye. Surgery was completed with backup device. There was no eye injury.